Event description:
New information was received indicating that it was suspected that the sinoatrial nodal artery could have been spasming from the left atrial ablation.

Manufacturer narrative:
Product event summary: the data files were returned but were unable to be analyzed. The received files were inaccessible. In conclusion, the clinical issues of asystole, hypotension, and sinoatrial node spasm occurred during the procedure. There is no indication of a relation of the adverse events to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after ablations and post-mapping, coronary sinus (cs) pacing was replaced with another manufacturer's mapping catheter for exit block in the left superior pulmonary vein (lspv). Asystole and complete atrial and ventricular standstill occurred and were identified by a flat-line on the arterial waveform along with no blood pressure. Cs pacing resumed for rate control and hemodynamic support and medications were administered by anesthesia to increase blood pressure. It was surmised that the energy delivered in the left atrium stunned the sa node. When mapping the right atrium (ra) and superior vena cava (svc), it was observed that the posterior portion of the ra and svc were ablated and the area where the sinus (sa) node is expected still had healthy voltage. After a waiting period, the sinus node function returned. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: additional data files were received and analyzed. The received files were analyzed using the applicable field service manual. The files showed that an error message was received multiple times indicating there was no r wave detected. In conclusion, the clinical issues of asystole, hypotension, and sinoatrial node spasm occurred during the procedure. There is no indication of a relation of the adverse events to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.